Manufacturer narrative:
Investigation summary on (B)(6)2019 , this thermocool® smart touch® sf uni-directional navigation catheter was received by the biosense webster, inc. Product analysis lab as a wrong device under manufacturer¿s reference # pc-000513625. Manufacturer reference number # pc-000513625 was assessed as not reportable for a force issue. The first visual finding from the biosense webster product analysis lab for this wrong device received was that the distal tip appeared to be compressed and pinched. This issue was assessed as a reportable lab finding. The returned device was visually inspected, and it was found that ring # 1 was lifted, with the edges without polyurethane. Then per the event, an outer diameter (od) test was performed and the catheter passed. A manufacturing record evaluation was performed for the finished device 30202742l number, and no internal actions related to the complaint was found during the review. The root cause of the damage to ring# 1 lifted and the edges without p.u cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # pc-000534609.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Event description:
On (B)(6) 2019, this thermocool® smart touch® sf uni-directional navigation catheter was received by the biosense webster, inc. Product analysis lab as a wrong device under manufacturer¿s reference (B)(4). Manufacturer reference number (B)(4) was assessed as not reportable for a force issue. The first visual finding from the biosense webster product analysis lab for this wrong device received was that the distal tip appeared to be compressed and pinched. This issue was assessed as a reportable lab finding. An investigation was performed to determine if there was an existing manufacturer reference number for this wrong device received. Additional information was received stating that this product does not belong to any complaint. Therefore, since the returned catheter condition has been assessed as a reportable malfunction, we have made the decision to create a related manufacturer reference number under (B)(4) to conservatively report this returned catheter condition. The awareness date is (B)(6) 2019.